Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker was undersensing ventricular events. The device was unable to decay fast enough to sense the smaller r-waves. The patient was stable and would be seen in clinic.